Event description:
Sonic energy cleaner, according to the account manager, has suffered an electrical malfunction after installation.

Manufacturer narrative:
As of may 10, 2005, this unit had not been returned for eval. Despite repeated attempts, unable to locate the unit, suspect lost in transit by carrier. No further eval is possible without the unit.